Event description:
Customer reported a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pneumatic tap area but the issue persisted even after attempting to load a new cartridge. Consequently, technical support decided to replace the pump as it was still under warranty. The customer agreed to use multiple daily injections (mdi) as a temporary insulin delivery method and understood the instructions for returning the defective pump.